Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that during a procedure, the pta balloon allegedly balloon busted while inflating. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 014 pta catheter has returned for evaluation. On the visual evaluation of the device, the device appeared bloody, no kinks noted on the catheter. No specific anomalies noted. During the functional evaluation of the device, the guide wide lumen was flushed, and an in-house guide wire has inserted through the distal tip and exited without any issue. On further the balloon was inflated with an in-house presto inflation device, during the inflation water leaked form the balloon. Under microscopic evaluation of the balloon, a longitudinal rupture was noted. Therefore, the investigation for the reported balloon rupture has confirmed as the water leaks from the rupture, when the balloon inflated due to the longitudinal balloon rupture noted on the device which returned for evaluation. A definitive root cause for the balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2022), g3. H11: e1(initial reporter phone ), h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly bursted while inflating. There was no reported patient injury.